Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the critical care nurses reported in a pmcf that "no, they were not able to successfully catheterize the patient on the first attempt because "patients had to be put under anesthesia" in relation to 52608g magic3® intermittent hydrophilic catheter with sure-grip¿ sleeve pediatric.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. A potential root cause for this failure mode could be ¿catheter is not stiff enough or catheter too stiff for insertion¿. A review of the risk document was performed for this investigation. The reported event is addressed and the residual risk for this event is low. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found to be adequate. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the critical care nurses reported in a pmcf that "no, they were not able to successfully catheterize the patient on the first attempt because "patients had to be put under anesthesia" in relation to 52608g magic3® intermittent hydrophilic catheter with sure-grip¿ sleeve pediatric.